Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that keypad was unresponsive. No harm requiring medical intervention was observed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test and self test. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1. Successfully downloaded history files and traces using thus. No alarms or alerts triggered during testing, however pump error 53 (file number: 2005 line number: 5632) was found on 14-aug-2021 from 22:33 to 22:36. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, label damage (stained serial number label), stained keypad overlay, and pillowing keypad overlay. Unresponsive keypad not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.